Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The user facility stated there is an incident where a patient sustained a laceration. Additional information has been requested.